Event description:
It was reported that the pre-operative threshold was high on the right ventricular lead. During the procedure, the threshold was lower when tested with the analyzer cable. The physician was questioning if the device connector was the reason for the change in impedance and threshold noted. The device was replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a missing set screw. (B)(4)